Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheter retraction failure occurred. The following was recieved by the intitial reporter verbatim: needles not retracting: this event was reported (B)(6) 2023 t: when inserting ivs, the needle will retract with the button is pushed on first attempt. A: three separate rns experienced inability to retract the needle when the button was pushed. Took multiple attempts to press the button before the needle would retract. G: potential for needle exposure should the needle not retract at all. Discomfort for the patient as the IV is repeatedly pressed/moved 9. Was there any harm or injury to the patient, health care provider, or any other person? No 10. Was there a delay of or change in the course of treatment due to the event? Please provide any available details. No 11. If not answered in question #2, what was the medication administered to the patient? Unknown.

Manufacturer narrative:
H6: investigation summary: bd received a 22 gauge insyte autoguard device from lot 3083896 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was already retracted inside of the barrel. There appeared to be no damage to the needle cover or the device's components. Next, the unit was reset and the engineer attempted to activate the safety feature. The safety mechanism activated without resistance and the needle retracted successfully with no issues found. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined for this issue.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheter retraction failure occurred. The following was recieved by the intitial reporter verbatim: needles not retracting: this event was reported 6/28/23. T: when inserting ivs, the needle will retract with the button is pushed on first attempt. A: three separate rns experienced inability to retract the needle when the button was pushed. Took multiple attempts to press the button before the needle would retract. G: potential for needle exposure should the needle not retract at all. Discomfort for the patient as the IV is repeatedly pressed/moved. 9. Was there any harm or injury to the patient, health care provider, or any other person? No. 10. Was there a delay of or change in the course of treatment due to the event? Please provide any available details. No. 11. If not answered in question #2, what was the medication administered to the patient? Unknown.